Event description:
It was reported that the patient underwent initial surgery on (B)(6), 2012. Revision surgery performed on (B)(6), 2012, due to loosening. The mac module exhibited more looseness in the gears than the doctor was accustomed to. When adjusting, what looked like a piece of plastic was showing around the adjustment screw. The connection between the male construx clamp and the mac module seemed to loosen.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00341 / 00343).

Manufacturer narrative:
Washer was missing from one section of the mac correction module, leading to the excess play in the device. It could not be determined whether the washer was missing during assembly, or had been fractured due to use error.